Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation a complete.